Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had surgery 3 weeks ago and had turned their therapy off for the whole surgery. Patient said since they turned therapy back on, "it doesn't seem to be working." Patient said the last time they were in the office, medtronic representative reprogrammed it and it worked good again. Agent walked patient through checking their settings and patient was on program a at 1.9. Agent reviewed how to change programs. Patient was able to successfully change programs and adjust stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Emailed field staff to see if they could reach out to patient.